Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged and bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 22.0 mmol/l (396 mg/dl) and ketones were 0.7 between 37 and 48 hours of wearing the pod. The reporter stated the cannula was dislodged from their leg and the cannula was found to be bent. It was further reported that the pod site was red and there was the presence of blood on the pump. The reporter spoke to their healthcare professional who advised them to change the pod and monitor the bg levels. The patient was given insulin pen injections, and a new pod was applied.

Manufacturer narrative:
The device was received for evaluation and blood was observed on the adhesive pad of the returned device. The download data did not show any timeouts or drive stalls during the run. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The cannula assembly and bottom housing were checked for manufacturing deficiencies or damage that could cause bleeding or bruising or contribute to the reported dislodged cannula and no issues were found. The cause of the reported bleeding/bruising and dislodged cannula could not be determined.